Event description:
It was reported the customer was hospitalized on (B)(6) 2015 due to high blood glucose levels. Customer was treated with insulin while in the hospital and released the same day. Troubleshooting was performed and pump passed delivery system check.

Manufacturer narrative:
No product returning for evaluation. Should new information become available, a supplemental form will be submitted.